Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. During fluid path testing, fluid was able to flow through the entire soft cannula. The timing and cause of the soft cannula stretched could not be determined. The exact cause of the reported bent/kinked cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.